Manufacturer narrative:
The referenced clv-s40 is planned to return to olympus medical systems corp.(omsc) for evaluation, however omsc cannot evaluate the clv-s40 yet. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the inspection before the unspecified procedure, the smoke was emitted from the clv-s40 which was turned on. The facility stopped using the clv-s40. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2015-00762. The referenced device was returned to olympus medical systems corp (omsc) for evaluation. Omsc evaluated the device and found that the circuit board was burned and there was a great deal of dust under the circuit board. It was considered that the electrical short circuit occurred accidentally between the electric components on the circuit board by dust, consequently it became high temperature and smoke was emitted. Also the subjected device was used for seven years. It was considered that dust entered the subject device from the air vents with long term-use, the environment of the facility and/or the handling by the user. Also, olympus stated the appropriate handling of the clv-s40 and the counter-measures against the irregularity in the instruction manual. Furthermore, olympus checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.